Manufacturer narrative:
The root cause of the positively biased tsh result could not be determined. The investigation found no evidence to suggest that the vitros eci malfunctioned or that required daily maintenance which could lead to biased tsh results was not being performed.

Event description:
The customer obtained higher than expected vitros tsh results for a single pt sample on the vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported and there were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.